Manufacturer narrative:
Third party evaluation.

Event description:
It was reported that the weld on the left side of the outer rail is fractured on the ambulance stretcher. The customer reported that this was noticed upon visual inspection and they are not aware of any other conditions or circumstances that may have caused the fracture. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.